Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user experienced no sensor detected alert leading to early sensor removal.

Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible.